Manufacturer narrative:
Concomitant medical products: product ID 977c265, serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the system was explanted due to infection. The rep reported that the hcp tried to do a washout but was infected and taken out. The issue was resolved. No further complications were reported.